Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed that the comb was bent. The pre-test could not be performed due to the damaged comb. The side plates were also damaged. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb, side plates, bottom roll, washers, shoulder bolts, and various other parts additional repair included the device being disassembled, cleaned, tested, and calibrated the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested previous repair: skin graft mesher sn (B)(4) has not been previously repaired/evaluated before (B)(6) 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that upon inspection the mesher was found to be in need of repair. This unit was sent in for preventive maintenance only. There was no reported issue. There is no event to report. Inspection found a bent comb. No adverse events were reported as a result of this malfunction.